Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly on the pump, and no damage on the keypad assembly was noted. However, the pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window and a scratched reservoir tube window.

Event description:
Customer called to report the insulin pump had unresponsive buttons during the bolus process. Blood glucose reading was 199 mg/dl. The battery was changed but the anomaly persisted. The customer did not recall any significant events leading up to the anomaly. Advised that the insulin pump will be replaced. Nothing further reported. Nothing further reported.